Event description:
Philips dreamstation 2 CPAP (continuous positive airway pressure) humidifier plate became extremely hot, all the water in the tank evaporated and there was a strong smell of burnt plastic in my mask. This has happened several times while I have been sleeping. I have reported this to philips and my distributor and they will not replace the CPAP until january 2025. I have had to lower the humidity setting to 2 or 3 to use the device. The FDA should issue a recall on this device.